Event description:
As reported, approximately 2 month post op initial tsa, this (B)(6) female patient was revised due to dislocation. Surgeon upsized the glenosphere and added constrained poly. Patient had no tuberosites which may have contributed to dislocation. Patient was last known to be in stable condition following the event. Devices will not be retuning due to the hospital disposing of them.

Manufacturer narrative:
Concomitant medical products: 320-15-01, 7074945 - eq rev glenoid plate. 320-01-38, 7131229 - equinoxe reverse 38mm glenosphere. 304-22-11, 6725412 - 10.5mm platform fx stem right. 320-20-22, s297638 - eq rev compress screw lck cap kit, 4.5 x 22mm. 321-20-00, 6984003 - equinoxe reverse shoulder drill kit. 320-15-05, 7121475 - eq rev locking screw. 320-20-00, 7122557 - eq reverse torque defining screw kit. 320-10-00, 7052746 - equinoxe reverse tray adapter plate tray +0.

Manufacturer narrative:
Section h10: (h3) based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the dislocation and subsequent closed reduction cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition and the result of loosened supporting ligaments and muscles, which allowed for dislocation occurring due to the significant ligament reconstruction.